Event description:
It was reported by the patient that they heard a tone coming from the implantable cardioverter defibrillator (ICD). It was suspected that the warning tone was due to a magnetic field being too close to the device. Follow-up information from the clinic indicates the device was functioning properly after the episode. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.